Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline on remote support service (rss). A field service engineer re-imaged the system, completed configuration and device synchronization, and advised the customer to contact local information technology team to provide the required wi-fi credentials to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station stuck on blue, white, and black screens. Station went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.